Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated after attending a funeral (348 mg/dl). Reportedly, the customer had changed out the cartridge/ tubing/site prior to attending the funeral. Customer delivered correction boluses both via manual injection and using the pump, but bg levels remained high. System check was performed with tandem technical support, and the pump performed as intended. Customer was advised that stress may contribute to elevated bg levels. Recommendation was made that the customer change out the site again, however, the customer declined indicating that they will monitor bgs and only change site if bgs do not decrease.